Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown; unknown femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02611. Remains implanted.

Event description:
It was reported that the patient was experiencing an unknown sciatica issues and effusion on the left knee seventeen months post implantation.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02611, 0001822565-2018-02612. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.